Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08700 inches. Multiple bolus wizard was program and monitored. Active insulin functioning properly during testing. No anomalies noted during testing. Analysis identified product meets specification properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was delivery anomaly insulin. The customer¿s blood glucose level was 296 mg/dl, 80-140 mg/dl. Customer stated that the correction bolus was incorrect. The customer reported that the pump did not make correct calculations based on information entered. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.